Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 394 mg/dl, 260 mg/dl, and 100 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.